Event description:
The right ventricular (rv) lead was returned to the manufacturer with no performance allegation. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).